Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check with the message "pressure transducer difference > 5cm". There was no patient involvement. The ventilator also showed "restart ventilator" and the monitoring printed circuit board (pcb) was replaced, which resolved the problem. The ventilator was returned to the customer in working condition. No part or device logs were returned and no more information was reported available. When the message "pressure transducer difference > 5cm" apperars during pre-use check, the recommendation is to first and foremost check the pressure transducer tubes, the inspiratory pressure transducer filter and both pressure transducers. The reported event was discovered during pre-use check. During ventilation, a pressure transducer (measurement) failure may lead to high airway pressure and generation of related pressure alarms. The conclusion is that the monitoring pcb was replaced and that the ventilator was returned to the customer in working condition. As no faulty part was returned for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).